Manufacturer narrative:
Product was not returned and discarded by the hospital. No visual examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the event is due to the surgeon's error because he did not perform a full discectomy. The surgical technique states :"manually remove all posterior osteophytes on the superior and inferior vertebral endplates. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed). Surgeon didn't perform a complete discectomy before implant insertion.

Event description:
Mobi-c p&f us : disassembled during positioning implant. The surgeon had determined the proper depth and width of implant needed, and when he was implanting the implant it was slightly difficult to get the implant in due to an anterior lip on the vertebral body. As he was using the mallet to hit the inserter handle, the lower mobi-c plate became dislodged from the peek cartridge. Caspar retraction was being used. The surgery was completed with another implant . No impact on surgery or on the patient were reported. Update received on july 10th : the width gauge was used to determine the width of the implant. Surgeon was able to estimate a depth based off of the c-arm views of the caspar pins that were in. Then he loaded up the corresponding mobic trial. He did not use the depth gauge. Once the trial was inserted, he took ap and lateral c-arm shots to make sure the trial was the best size possible.